Manufacturer narrative:
Gtin unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
On introduction of the correction key into the head of the screw, it cross threaded. This was whilst using the new quick sticks. We tried a different correction key. Same thing. The inserters stripped during the final tightening of these correction keys. The surgeon removed the tabs from the screw and tried using the reduction tool, 2 more correction keys cross threaded and stripped. During this, the inner thread of the 6x40 verse advanced screw stripped and only a unitise set screw could be placed over, but not torqued down. I managed to locate a replacement (twice). The inner thread of the head of the screw stripped and the surgeon decided to leave in the patient without a nut torqued down. It is in the centre of the construct.